Event description:
It was reported to philips that the shock button failed during op check. The customer requested assistance from a remote service engineer (rse). The customer initially explained that the shock button experienced a failure during operational testing, however they were unable to duplicate the issue upon subsequent evaluations. A review of the test log was performed and verified that an error of the shock button occurred. There were no additional issues noted with the device at the time of troubleshooting. However, after speaking with the philips representative, the failure reoccurred on the device and the cause was traced to the user leaving the unit unplugged. Upon conclusion of the investigation, the device was found to be fully functional with no replacement parts required. Per the customer the cause for the failure was due to the user continually leaving the unit unplugged. After the user error was corrected, the device passed all subsequent testing and was deemed fit for use. It was noted by the customer that they still planned to replace the unit despite the user error. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the shock button failed during op check. There was no patient involvement.